Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet bionic pancreas with a dexcom g6 cgm, including a confirmed blood glucose of 41 mg/dl lasting approximately two hours; the cgm low and urgent low alerts were received, and the user self-treated with repeated small servings of orange juice, with no professional intervention or assistance required. Symptoms included hypoglycemia without reported acute sequelae. Outcomes included transient clinical impact with self-resolution and no hospitalization. Investigation included user interview, confirmation of cgm accuracy by fingerstick, review of low-glucose alert functionality, and troubleshooting education with the user. Investigation of this case revealed the device was alerting as expected and functioning, with the cause of hypoglycemia remaining unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.